Event description:
It was reported that the paramedics were called to treat the customer. Customer was disconnected from the pump, and no further information on the reported issue could be provided.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.